Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Left sided deflation was observed post procedure. As a result, the device was replaced with a mentor smooth round moderate profile 325cc saline prosthesis.

Manufacturer narrative:
Additional information was received on 9/8/2018. The event date has been updated to 6/2/2018. The investigation of the returned device was completed by the failure analysis lab on 9/19/2018. Device evaluation summary: it was reported that a patient underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis. Left sided deflation was observed post procedure. Upon receipt by mentor, the device contained no fluid. White and brown material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view that extended to the anterior view. A rent was discovered within the crease on the posterior view measuring approximately 0.4 cm. A second rent was observed at the end of the crease on the anterior view measuring 6.4 cm; the rent extended to the posterior view. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).